Event description:
Service (B)(4) found the buckled op channel during the incomming inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: operation channel buckled, u/d pulley wire stretched, r/l pulley wire stretched.